Manufacturer narrative:
Follow-up #1 date of submission 06/13/2016 device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. Evidence of rust/corrosion was found in the battery compartment. During investigation, all the keypad buttons were appropriately responsive. The pump failed a leak test due to a crack in the battery compartment and pump casing. The keypad cover was removed and no evidence of contamination was found. Evidence of moisture contamination was found on the keypad flex contacts. Unrelated to the complaint, a green horizontal line was observed running through the display. A test screen was installed and displayed normally.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was reportedly moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.